Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the insulation tip of hook cev229-4a 3pk n3 for hook handle (cev229-4a) completely broke off during a surgical procedure. The tip was recovered. It is unknown whether the tip fell into the surgical site. No patient injury and a minimum surgical increase of less than 30 minutes were reported.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. The customer reported that "the insulation of the tip was completely broken; however, the photo provided by the customer indicates that the coating had melted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The hook cev229-4a 3pk n3 for hook handle (cev229-4a) was not returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: although product or objective evidence was not returned, the picture sent by the customer shows that the coating is melted at the end of the tip. Root cause: this is probably due to the use of too high a voltage or a prolonged activation of the device or contact with another metallic instrument. Corrective action and preventive action (CAPA)-00294 is being processed to confirm the root cause of this problem.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: g4: PMA/510(k) #.

Event description:
N/a.